Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued alert 28 related to a battery thermistor range malfunction, persisted after multiple restarts, and was replaced; the user experienced hyperglycemia with a highest reported blood glucose of 280 mg/dl and remained above target for most of the day, and backup therapy was advised and used. Symptoms included hyperglycemia. Outcomes included either minor illness/impairment or no lasting health impact, and no professional medical intervention or hospitalization occurred. Investigation included communication with the user and analysis of information provided by the user, and receipt and inspection of the returned device. Investigation of this device revealed a mechanical problem consistent with a battery thermistor range fault. It was concluded that the battery thermistor was intermittently malfunctioning: therefore, the cause was a component failure.